Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected, it was noted that the proximal connector was missing. A metal connector was attracted for the investigation. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot cmhb4g, conformed to the specifications when released to stock in 7th july 2011. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Programmer occlusion. The patient is male, (B)(6) years old and (B)(6) kg, accepted v-p surgery on (B)(6) 2012. No abnormal issue occurred at that time. At the beginning of 2014 the patient felt dizzy and returned to hospital. The pressure value was turned to 170mm h20 and the symptom changed better. On (B)(6) 2015 the patient had dizziness headache and ptosis. The symptom relieved after bed rest. On (B)(6) 2015 the patient was delirious and CT reported that the ventricle dilatation occurred. The surgeon performed revision surgery and noted the programmer occluded. Changed the new programmer to complete. The symptom recovered and the patient discharged.